Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and there was an increase in threshold and a decrease in impedance on the right ventricular (rv) channel due to an alleged rv lead dislodgement. No intervention has been performed and the patient was stable and will continue to be monitored.